Event description:
During pm rounding on ventilators the rt director found an o2 sensor alarm with "disabled" on the screen, when enabled, the vent continuously alarmed. Vent removed from service. O2 sensor failure.